Event description:
It was reported that noise with deep inspiration was seen one day post implant on a pacer dependent patient. Noise was not reproducible with device manipulation. Programming changes and induction testing were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.